Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. The customer did not provide specific event times or event details; therefore, the history cannot be utilized to evaluate the reported event.

Event description:
Reported that the pump was returned to the clinical engineering dept with an unsigned note that stated, "secondary mode not infusing properly. Programmed 50cc/hr, it drips as if infusing, but after one hr almost entire bag is full." No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects.